Event description:
Customer's spouse called to report the customer was hospitalized due to a low bgs. It was stated that the reservoir door fell open twice and the second time the door also was bumped and gave an infusion of unwanted insulin. Customer was on glucose IV and was not wearing the pump. Also spouse requested a replacement pump.